Event description:
It was reported that foreign "residue" was found in the bd posiflush¿ normal saline syringe before use. The following information was provided by the initial reporter: "I have a customer that says they found ¿residue¿ in some of our flush syringes. The lot # is 8288926."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign "residue" was found in the bd posiflush¿ normal saline syringe before use. The following information was provided by the initial reporter: "I have a customer that says they found ¿residue¿ in some of our flush syringes. The lot # is 8288926."